Event description:
The event is reported as: complaint alleges that the velcro is not sticking to the tape on the babies. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
Evaluation method: the defective sample was not available for investigation, because of this, a sample of the material on hand was retrieved in order to verify if the velcro remains stuck to the baby knit cap after placed on it. Complaint history review and device history record review was conducted. Results: testing of velcro to knit cap showed no issues of falling off or not sticking on the caps. A complaint history review was conducted on the catalog number in question and product family from (B)(6) 2010 to (B)(6) 2011. No complaints were received in this time range with the same issue. Device history record review did not show issues related to the velcro strip neither at the time the material was assembled nor at the time the material was inspected for its release. Conclusions: no evaluation will be performed. No conclusion can be drawn. If more information of the usage conditions of the CPAP system or the defective sample becomes available, this investigation will be updated as necessary.